Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was noted that a small portion of the incision with this patient was not healing as expected. The incision was re-opened and pocket was cleaned. Further, the physician then opted to extract the entire system. No additional adverse patient effects were reported.